Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This issue was previously reported under MDR number 3002809144-2023-00369 under a different suspect medical device. The suspect medical device was changed on (B)(6) 2023 upon further investigation of the customer issue. Customer service reviewed the module logs, observed the alinity c experienced several hard stops and recommended the customer replace the alinity c-series cuvette segment as the stops may have caused contamination of the cuvettes. The part was replaced, and the issue was resolved. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Event description:
The customer stated that falsely elevated alinity c creatinine results were generated. The following data was provided. Sid (B)(6): initial result of 347.0 umol/l retested at 73.2 umol/l after recentrifugation. Sid (B)(6): initial result of 212.2 umol/l retested at 55.7 umol/l after recentrifugation. No impact to patient management was reported.